Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was unable to be confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device will not secure cutter. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.